Event description:
It was reported that a minicap transfer set experienced a leak during continuous ambulatory peritoneal dialysis (capd). The leak was reported to be at the connection between the minicap transfer set and the manual exchange set. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The transfer set is reported to be available for evaluation but has not yet been received. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.